Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as a simethicone type product, further detail of the foreign material could not be identified. Therefore, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. The device was returned to olympus for evaluation and the evaluation found: the reported issue of the angulation system event was not confirmed. The non-reportable findings were as follows: the light cover glasses adhesive worn, the optical cover class adhesive worn, the insertion tube protector was split, and the distal end adhesive was worn, and the electrical safety test failed. The most likely root cause for the channel contamination is user handling. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus service engineer reported to olympus on behalf of the customer that the gastrointestinal videoscope had a fault in the angulation system. The issue was found during preventive maintenance. The device was returned for evaluation. During the device evaluation, a contamination was evident in the air/water channel. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.